Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced a broken safety mechanism which was noted after use. The device operator received a dirty needle stick injury as a result of the product defect. No medical intervention, or treatment was administered as a result, though the patient the device was initially used on stated they had no infectious diseases. The following information was provided by the initial reporter: the hcw grabbed the cannula by the grey end (1), and threw it into the container wit the white end pointing to the container. The cannula bounced off the container and flew back. In order to prevent the cannula from falling, the hcw took it by the grey end again. Then, the cannula passed through the grey end (2) and she suffered a stitch in the finger.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-15. H6: investigation summary our quality engineer inspected the samples and photographs submitted for evaluation. Bd received nine representative units and three photographs. Through the visual inspection, all units were within undamaged sealed packages inside a dispenser. The components are all present and intact. The three photographs displayed a needle and assembly grip and a print of an 18ga nexiva unit. Upon visual and microscopic evaluation it is observed that there are no visible anomalies or damage to the units or components (v-clip, retaining washer or tip shield) that could contribute to the needle not securing inside the tip shield. There are minimal surfaces scratches in an area of the v-clip and retention washer, these are only cosmetic and do not affect the fit, form or function of the product. A functional test was performed on all nine units. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated. A device history record review showed no non-conformance's associated with this issue during the production of this batch.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced a broken safety mechanism which was noted after use. The device operator received a dirty needle stick injury as a result of the product defect. No medical intervention or treatment was administered as a result, though the patient the device was initially used on stated they had no infectious diseases. The following information was provided by the initial reporter: the hcw grabbed the cannula by the grey end (1) and threw it into the container wit the white end pointing to the container. The cannula bounced off the container and flew back. In order to prevent the cannula from falling, the hcw took it by the grey end again. Then, the cannula passed through the grey end (2) and she suffered a stitch in the finger.